Manufacturer narrative:
(B)(4). Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: missing display window cover, crack in the battery tube threads, cracks in the case on the battery tube side one of which starts at the corner of the left belt clip rail and another which runs horizontally across about where the bottom of the battery compartment is located, missing serial number label. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump was received with multi-color vertical lines running up & down the entire screen near the right edge. The case was cut open. After visual inspection, there are signs of previous moisture presence in/around the following: battery compartment, battery board; on the back and along the edges of the lcd screen. In summary, the customer¿s report of a missing display window cover was confirmed during testing. The multi-color vertical lines are due to signs of previous moisture presence seen on the back and along the edges of the lcd screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump was damaged. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed and the insulin pump was replaced. No harm requiring medical intervention was reported. The product mmt-1884l was returned for analysis.